Event description:
It was reported that prior to starting a da vinci si surgical procedure, the surgical staff reported seeing a broken wire on the prograsp forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint broken wire is confirmed. The pitch cable is broken at the distal clevis hub. Cable segment that contains the crimp is still installed in clevis. Clevis does not exhibit any damage or wear marks. Additional finding: scratches on maintube. Distal end of main tube has various scratch marks with light material removal. Scratches are short in length and not aligned with the tube axis, suggesting the may have been caused by instrument collisions or rough handling. More finding: indentation on the distal pulley. There are some indentations on the edge of the distal pulley. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.